Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00925. It was reported that patient experienced pain at the ipg due to significant weight loss. Surgical intervention was undertaken in (B)(6) of 2022 wherein the ipg was repositioned.